Event description:
Reporter alleged that he attempted to use the compact plus system and couldn't due to error messages. Reporter stated that within the next 24 hours, he went to the hospital because he was flushed, light-headed and irritable. Reporter stated the hospital obtained a result in the 400- 499 mg/dl range and he was treated with insulin and an IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Info received indicates the right head siderail is not locking in the up position.